Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks from the cardiac resynchronization therapy defibrillator (crt-d) due to electromagnetic interference while using a chainsaw. Noise and pacing inhibition were also observed. The crt-d remains in use. No further patient complications have been reported as a result of this event.